Event description:
It was reported that stent damage occurred. A 3.00x16mm promus premier¿ stent was selected to treat the lesion. During preparation, it was noted that the stent was stretched out upon trying to remove the stylet from the catheter. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.00x16mm promus premier¿ stent was selected to treat the lesion. During preparation, it was noted that the stent was stretched out upon trying to remove the stylet from the catheter. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the stent. The stent protector was not received for analysis. The device was received with a 0.0155in mandrel inserted. The mandrel od was within specification. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and examination identified a break in the shaft polymer extrusion 5mm distal to the guide wire access port. The core wire could also be seen protruding from the proximal section of the break. It was also noted that the shaft polymer extrusion was kinked at various positions along its length. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).